Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that insulin pump received low battery alert two to three days after battery change. Issue persisted even after battery and battery cap change. Customer's blood glucose was not reported.

Manufacturer narrative:
Device passed idle current test, run current test, self test, off no power test and displacement test. No unexpected low battery alarm noted. Device was monitored and no shut down by itself in five minutes or unexpected low battery alarm noted.